Event description:
It was reported that during the implant of a right atrial leadless pacemaker (ralp) that the tethers of the catheter fractured and was unable to be go into long tether mode. The ralp was unable to be redocked and the physician elected to manually remove the ralp, the helix of the ralp and the ralp were damaged in the process. Another ralp was used to complete the procedure. The patient condition was stable following the procedure.

Manufacturer narrative:
Reported events of broken helix and connection problem were unconfirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6 investigation conclusions code updated to unintended use error cause or contributed to event, it was previously reported as no problem detected.